Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact on the customer's blood glucose level. The customer was advised to try different charging options, but these attempts did not resolve the issue. Consequently, customer technical support arranged to replace the non-charging pump with a new one equipped with updated software. The customer was informed about the procedure to store and return the faulty pump and was provided with instructions for setting up the replacement, which they understood and acknowledged.